Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. After the procedure, the patient experienced anaphylactic shock. A special department for allergy at the hospital is looking to find the reason for the anaphylactic shock and plans to make a systematic check for all medicaments (devices, drugs etc.) Used during the procedure. It was opined that the sling was not expected to be the reason. No additional information was available.